Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes <200 ohms atrial lead impedance. The low impedance was noted in several previous follow-ups.